Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery. A 25 ncm of primary stability was achieved, the intraoral region was 29#, the patient presented bone type ii and immediate implant procedure was performed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery. 25 ncm of primary stability was achieved, the intraoral region was 29#, the patient presented bone type ii and immediate implant procedure was performed.